Event description:
Event description guidant received information that at one day post implant, this ventricular implantable lead exhibited loss of capture and inappropriate sensing. During an invasive procedure to examine the pacing system, appropriate sensing and threshold measurements were obtained by the pacing system analyzer (psa), however the pacemaker was unable to detect these same measurements. The physician suspected a lead to header connection issue. Both the lead and the pacemaker were explanted and replaced.